Event description:
This report is based on information provided by snt personnel and will be investigated by the philips complaint handling team. Philips received a complaint indicating that during the transport of an unstable patient the user discovered the summary record of care (sroc) did not contain the amount of data the user was expecting. Review of the sroc indicated that only approximately 100 records were stored, with an estimated 20¿25 minutes of earlier event data not available. The device was in use during this event; however, there was no report of actual harm associated with this complaint.